Event description:
Procedure: arteriovenous fistula creation. According to the reporter: no info was provided. What was done to correct this condition: opened new one. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. It is unknown if reinforcement material was used. The clips loaded correctly into the jaws. The clips were able to be fired, but not well. The clips did not form correctly.

Manufacturer narrative:
(B)(4).